Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization due to low blood glucose levels. Customer's blood glucose level was 157 mg/dl. Customer advised they want less insulin and needed advice on how the bolus wizard works. Customer was advised to speak to their healthcare provider about adjusting the settings on the device. Customer advised during a bible study their blood glucose dropped and they passed out. Customer advised they were hospitalized; however they have received a new insulin pump.